Manufacturer narrative:
Manufacturer¿s investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away at home on hospice on (B)(6) 2025. The patient died from non-curable bacteremia. The ventricular assist device (vad) was decommissioned, and the vad functioned as intended. The patient had a chronic infection and was on lifelong antibiotics. They fought for a year and got tired, electing to stop all treatment and start at home hospice where they passed away. The source of bacteremia was suspected from the driveline exit site. There was driveline exit site drainage, with positive wound and blood cultures. The infection was treated with antibiotics. The patient had a driveline infection, but this was not a device related death. There was no pump malfunction and it was turned off at the end of life.